Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead revision was done on the right ventricular (rv) lead. X-ray showed rv lead had displaced during post implant checkup. Decreased on rv r-wave was noted from 15 mv to 3 mv, it was also noted that the impedance dropped however still in the normal range and no rv capture at maximum output. This lead was successfully repositioned with good measured lead parameters. No adverse patient effects were reported.